Event description:
It was reported that low impedance was found via merlin.net transmission. The device had a possible hv lead issue alert on (B)(6) 2012. Oversensing of noise was noted. Tachy therapy was disabled.

Event description:
New information received notes that rv lead was found out to be fractured. Lead was explanted and replaced. Patient condition is good after the event.

Manufacturer narrative:
No medwatch form was received.